Event description:
The device mechanisms was returned to the service center with a report of "valve/cass test fail." This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device regulator closer was disassembled from the chassis shaft.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.